Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 2.25x 16mm stent delivery system (sds) \was returned. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged; struts distorted and stretched. The balloon cones were reviewed and no issues were noted. Balloon folds were relaxed. The product stent protector was returned for analysis with the device and it was measured and was within the specified inside diameter. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. A 2.25x16mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, when the stent cover was removed, the stent was taken off together with its cover. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. A 2.25x16mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, when the stent cover was removed, the stent was taken off together with its cover. The procedure was completed with a different device. No patient complications were reported.